Manufacturer narrative:
Upon retrospective review, we determined that this is an adverse event. Device evaluation did not show any malfunction. Process evaluation did not reveal any production issue. We suspect that the observed trajectory deviation may be caused by the fit/seating issue. Scatter in the patient cbct scan was obscuring the shape of the crown #32. If the crown #32 on the model scan submitted by the doctor was somehow distorted and does not accurately reflect the patient's actual crown #32, there could be a fit issue in the posterior that could result in altered trajectory.

Event description:
Doctor reported that the dental implant's trajectory was off. Doctor does not remember how the implant trajectory was off. Implant failed a couple months later.